Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
It was reported the patient received the following results within 15 minutes: 14.8 mmol/l, 5.7 mmol/l and 6.4 mmol/l. Test strips with two different lot numbers (lot # 479622 and lot # 479442) were used. The mother could not indicate which test strips were used for which test.